Event description:
It was reported by the customer that a pyxis medstation es system had medications not found in station. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medications not found due to temporary network interruption. The technical support specialist confirmed with the customer that the issue was resolved after the network was resolved internally. The system functioned as intended after the technical support specialist troubleshooted the device.